Event description:
It was reported to patient services on (B)(6) 2011 that this patient stated she is getting "zings" around this lead. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).